Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision procedure with mentor siltex round moderate profile 375cc saline breast prostheses that bilaterally deflated after implantation. The bilateral deflation was noticed by the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient first noticed deflation of the left breast prosthesis on (B)(6)2012. Bilateral deflation was later observed in november 2012. - event date has been changed to (B)(6) 2012. - patient age at the time of event has been changed to 39 years old. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).